Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had rust on it. The photos of the second catheter were found to be damaged. The packaging was all sealed up before opening first layer, then opening blue cover on catheter. As if mentioned, was second one in a matter of weeks and had thrown out first one but kept this one to send to bard. The flash is turned on so could see the brown stuff along with size of hole. That's clearly bigger, they're stored in the bedroom unit beside my bed. No excessive heat, condensation. The size of hole was first clue, had with first faulty catheter and this one exact same, then turned flash on and saw how gross it actually was. The patient had the two units since january.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley (d236522s) with batch number (nghx3889). Visual inspection of the sample noted the catheter was inspected and did not find any evidence of a failure that would support the reported event. Flow rate test was performed on the returned catheter and water able to pass through. The reported failure could not be replicated. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had rust on it (pcn d236522s). The photos of the second catheter were found to be damaged (pcn z01). The packaging was all sealed up before opening first layer, then opening blue cover on catheter. As if mentioned, was second one in a matter of weeks and had thrown out first one but kept this one to send to bard. The flash is turned on so could see the brown stuff along with size of hole. That's clearly bigger, they're stored in the bedroom unit beside my bed. No excessive heat, condensation. The size of hole was first clue, had with first faulty catheter and this one exact same, then turned flash on and saw how gross it actually was. The patient had the two units since january. For (pcn d236522s) and another (pcn z01).